Manufacturer narrative:
(B)(4).

Event description:
It was reported that during left ventricular lead implant procedure, the catheter perforated the coronary sinus and the patient experienced pericardial effusion. It was resolved by pulling the sheath out. The lead was not implanted. The patient was in stable condition throughout the event.